Event description:
I had the essure placed and at the follow up it was found that one was not in my tube and the other had not worked. Found that I had one embedded in my uterus, therefore a surgery to remove it. Had a 3rd surgery to fix tube that essure did not stay in. Had heavy bleeding and pain for months, and had a 4th surgery to look and found that the essure that was still in my other tube had perforated through my tube, therefore it had to be removed as well. The whole tube had to be removed. Now to this day I have a lot of abdominal pain and problems from these implants.